Event description:
An ophthalmologist reported endophthalmitis that developed following an intraocular lens implant. The pt was treated with intravitreal antibiotics and a vitrectomy was performed. The ophthalmologist states that the endophthalmitis was probably not related to the intraocular lens.